Event description:
It was reported that the patient's blood glucose level rose between 275 mg/dl and 375 mg/dl while wearing the pod longer than 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). Insulin was mentioned to be leaking during wear. No treatment was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.